Event description:
It was reported a stroke and thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was successfully implanted. The patient was put on direct oral anticoagulants (doac) medication for three months and clopidogrel alone after 3 months. At the patient's 45-day follow up transesophageal echocardiogram (tee) a leak of 3mm was noted on the inferior/posterior sides. The leak was still present at the patient's one year follow up appointment. About 17 months post procedure, the patient was diagnosed with a cerebral infarction and a tee was performed. A continuous device related thrombus (drt) was noted in the ridge side. Xarelto 10mg was then started, and the drt disappeared upon tee about six weeks later. Follow up observation was performed and the patient had a score of 1 on the modified rankin score (mrs). The patient is currently on xarelto 10mg.

Event description:
It was reported a stroke and thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was successfully implanted. The patient was put on direct oral anticoagulants (doac) medication for three months and clopidogrel alone after 3 months. At the patient's 45-day follow up transesophageal echocardiogram (tee) a leak of 3mm was noted on the inferior/posterior sides. The leak was still present at the patient's one year follow up appointment. About 17 months post procedure, the patient was diagnosed with a cerebral infarction and a tee was performed. A continuous device related thrombus (drt) was noted in the ridge side. Xarelto 10mg was then started, and the drt disappeared upon tee about six weeks later. Follow up observation was performed and the patient had a score of 1 on the modified rankin score (mrs). The patient is currently on xarelto 10mg. It was further reported the symptoms of cerebral infarction were relieved, and the patient was discharged with a score of 1 on the mrs.